Event description:
It was reported that during a routine device check, the atrial lead exhibited noise. The patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.